Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one inappropriate shock while the patient was sleeping. Technical services (ts) analyzed device episode data and found that there was noise, consistent with sense b artifact, with oversensing. The r-wave amplitude was small during the treated episode but returned to normal afterwards. The noise was not reproduced with isometric testing. This occurred while programmed to the primary vector. Ts recommended reprogramming to the secondary vector. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one inappropriate shock while the patient was sleeping. Technical services (ts) analyzed device episode data and found that there was noise, consistent with sense b artifact, with oversensing. The r-wave amplitude was small during the treated episode but returned to normal afterwards. The noise was not reproduced with isometric testing. This occurred while programmed to the primary vector. Ts recommended reprogramming to the secondary vector. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.